Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.